Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger was difficult to press and the bd safetyglide¿ needle was unable to inject the "pneumo c-13" vaccine as a result. The following information was provided by the initial reporter: "nurse administering immunizations, when got to 3rd vaccine nurse landmarked and inserted needle however was unable to inject immunization due to significant resistance when trying to push syringe. Unsure if partial or none of the vaccine was given due resistance in syringe. Unsure if issue is related to syringe or needle tip. Have never encountered this before. Nurse did notice that when prepping vaccine that there appeared to be more resistance in syringe (felt like large air bubble) however was able to expel same when prepping vaccine. Vaccine: pneumo c-13"